Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports lancet protrudes beyond the end cap of the softclix plus device. No adverse event reported. Customer did not provide the lot number of the device. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.